Event description:
It was reported that a patient presented in-clinic for an initial implant procedure. During the procedure it was noted that he implantable cardioverter defibrillator (ICD) set screw failed to be tightened and had stripped. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. There were no patient consequences.